Event description:
The customer stated that he tested his blood glucose and received a reading of 259 mg/dl. He also tested his glucose using an elite meter and received a reading of 129 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer did not have any test strips left, so no product will be returned for evaluation.